Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), inductions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified left circumflex (lcx) artery. Lesion was pre-dilated with a 2.5mm unspecified balloon dilatation catheter. After the lcx was stented with a 2.50x48mm xience xpedition and post dilated with a nc balloon a dissection was noted at the distal edge. The dissection was treated with a 2.5x12mm xience xpedition. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.